Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain left sided radiating down to left leg"), salpingitis ("right fallopian tube: acute suppurative and chronic salpingitis and peri salpingitis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia") in an adult female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, endometrial polyp, paratubal cyst and endometrial curettage. Previously administered products included for an unreported indication: celexa, ibuprofen and tramadol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse"). The patient was treated with surgery ((surgical removal of coil(s), bilateral salpingectomy, other (please specify) - d&c), bilateral salpingectomy and d & c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the salpingitis, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: the micro insert was placed with no difficulty, the device deployed, and released with 1-2 trailing coils. The other ostium was then cannulated with the micro insert, deployed with no difficulty, and noted to have 3-4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg was fine; on an unknown date: on scout image two essure coils are identified. Impression: grade 1 (complete) mechanical obstruction of both fallopian tubes.; on (B)(6) 2015: total bilateral occlusion: "coils had closed fallopian tubes". Ultrasound scan - on an unknown date: apparently looked fine; on an unknown date: 1.9 cm endometrial polyp with vascular stalk. Concerning injuries reported in this case the following one/ones were described in patient medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain left sided radiating down to left leg"), salpingitis ("right fallopian tube : acute suppurative and chronic salpingitis and peri salpingitis") and menorrhagia ("abnormal bleeding (vaginal , menorrhagia") in an adult female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, endometrial polyp, paratubal cyst and endometrial curettage. Previously administered products included for an unreported indication: celexa, ibuprofen and tramadol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain in extremity, salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse"). The patient was treated with surgery ((surgical removal of coil(s), bilateral salpingectomy, other (please specify) - d&c), bilateral salpingectomy and d & c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the salpingitis, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: the micro insert was placed with no difficulty, the device deployed, and released with 1-2 trailing coils. The other ostium was then cannulated with the micro insert, deployed with no difficulty, and noted to have 3-4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg was fine.; on an unknown date: on scout image two essure coils are identified. Impression: grade 1 (complete) mechanical obstruction of both fallopian tubes. On (B)(6) 2015: total bilateral occlusion: "coils had closed fallopian tubes. Ultrasound scan - on an unknown date: apparently looked fine; on an unknown date: 1.9 cm endometrial polyp with vascular stalk. Concerning injuries reported in this case the following one/ones were described in patient medical records: salpingitis. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs+mr received: acute suppurative and chronic salpingitis and peri salpingitis, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, abnormal bleeding(vaginal, menorrhagia) added. Outcome of pain updated medical history, lab data, lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.